Event description:
It was reported the light source exhibited dark image/no image. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E1: (B)(6). (Documented here in its entirety due to character limitations in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to d9. Update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the facts obtained from the investigation, as it is unknown whether the device was returned to the repair department, the presumed cause could not be identified. Olympus will continue to monitor field performance for this device.